Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review, the right atrial lead exhibited a history of noise and also exhibited increasing capture thresholds. Isometrics reproduced the lead noise. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and increased capture thresholds were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies except for procedural damage.